Manufacturer narrative:
Upon receipt, the lead was found dissected into several fragments. Three fragments were received for analysis, however, a small part of lead body of approx. 1.5 cm is missing. Itis reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. There were several signs of wear along the lead body. In the region of the tricuspid valve the insulation was found rubbed through. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as deformations of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 52 months after the implantation the patient received 2 inappropriate shocks due to oversensing. No additional adverse patient side effects were reported. The lead and the OEM device were explanted and replaced.